Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be moisture in the channel. To correct the condition, the channel was cleaned, and the pump was calibrated. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This is report 3 of 3. This device is a remediated colleague pump with a user interface module software version of 5.09.90.